Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that there was a hole in the extension legs. There was a hole in the extension legs of a newly placed PICC. They have to over-wire the PICC to replace it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking extension tubing is confirmed and was determined to be use-related. One 5 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned device revealed blood residues throughout the device. The catheter was trimmed between the 18 cm and 19 cm depth markers. A circumferential split was observed at the distal end of the gray lumen extension tubing. A microscopic observation revealed an uneven, granular fracture surface and rigid fracture edges. The split appeared to have damage extending from either corner of the split. The damage was determined to be caused by a medical instrument such as forceps or hemostats during use or dressing change of the device. This complaint will be recorded for future trending and monitoring purposes.